Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as iol dislocation at post operative visit 3. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).